Manufacturer narrative:
Results: there was no visible damage to the coil. Conclusions: the complaint has been evaluated. The initial complaint indicated that resistance was experienced when trying to advance the ruby coil through a non-penumbra device. Evaluation of the returned coil revealed that its od was within specification. The ruby coil pusher assembly and the non-penumbra device mentioned in the complaint were not returned for evaluation. The root cause of this complaint could not be determined. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and another manufacturer's microcatheter. While advancing the ruby coil through the microcatheter, the physician met resistance and the ruby coil was removed. The procedure successfully continued using a new ruby coil and the same microcatheter. There was no report of an adverse effect on the patient.